Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to broken ECG c and d connector wires on the distribution node. The root cause for cut cable was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.